Event description:
It was reported that pump experienced malfunction. Customer¿s blood glucose reaching 515 mg/dl. Customer gave correction injection using multiple daily injections and did not require help from another healthcare provider, while technical support identified malfunction code, guided customer through pump reset.